Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported via email that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On approximately, (B)(6) 2025, the patient experienced a hyperglycemic event due to inaccurate readings for which they were hospitalized. No specific symptoms, treatment nor a cgm or blood glucose reading were reported from the event. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined there were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.